Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient underwent left tkr on (B)(6) 2011, revised on (B)(6) 2019 due to instability. Poly liner revised from 10mm thickness to 17mm. Items not revised: evolution ® mp cs/cr femoral component efsrn8pl lot 1637019. Evolution® mp keeled tibial base etpkn8sl lot 1586733. Advance® onlay all-poly patella.